Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material found in the device led to the malfunction. Olympus could not conclusively specify the cause of the foreign material remained in the device. The event can be detected and prevented by following the instructions for use: instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. It was confirmed that customer flushed the air/water nozzle with water and air and flushed the air/water nozzle with the detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Full establishment name: (B)(6) hospital. The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the foreign material was that adhered to the videoscope or when it adhered to the scope. There was no delay in the start of the pre-cleaning. The instrument nozzle was flushed with air/water and the nozzle was brushed and cleaned with a lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object in the nozzle. There were no reports of patient involvement.